Event description:
It was reported that a patient underwent a complicated breast surgery on an unknown date and suture was used. During the procedure the needle had come apart. A close examination of the patient¿s operation site and wound was performed. The patient was partially re-opened, and the wound was inspected. A magnetic pad was placed across the wound and surrounding wound edges. The needle tip could not be found. Patient was then closed and sent for an x-ray . The needle tip was not found.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Conclusion: the actual needle was returned for evaluation. The suture material had been cut from the needle. Microscopic examination of the needle tip revealed that it had broken as described. Needle holder marks were visible around the tip indicating that it had been gripped in this area. The evidence of this examination indicates the breakage occurred when the needle was gripped at the tip during use.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.